Event description:
Per the clinic, the patient experienced warm sensation with external device use. The equipment was advised to be removed from service, and a replacement will be sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer on may 24, 2013, for inspection. Testing was executed; however, the reported problem could not be replicated. The device was serviced and returned to the recipient.no further episodes were reported.this report is filed july 8, 2013.

Manufacturer narrative:
(B)(4).